Manufacturer narrative:
Correction: lot number: originally reported as unknown. Lot numbers provided by customer were described as potential lot numbers: 717122x, 717828x. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. The reported issue involved two (2) different potential lot numbers. A review of the device history records (dhrs) for the reported lot numbers 717122x and 717828x indicated product and specification requirements were met. A lot cannot be released unless it passes all quality and conformance requirements. During the manufacturing of the syringe assemblies, every precaution is taken to prevent contamination by foreign materials. Syringes are assembled using automated equipment, with a minimal amount of handling during processing. Control mechanisms are in place. These include, but are not limited to: material verification/certification processes, dimensional specifications, machine maintenance requirements and personnel training and certification. Specifically, inspections include, but are not limited to damaged product or components and improper assembly of the product and components. The manufacturing of the syringe assemblies includes visual inspection and physical testing. Additionally, the molded barrel inspection reports were reviewed with no issues recorded relating to this customer report. Relevant shop orders indicate that all product and specification requirements were met with no non-conforming product identified relating to this customer event. All product and specification requirements were met with no non-conforming product identified. Process controls are in place throughout the manufacturing process of this product. The controls include, but are not limited to: (1) molding process of the syringe barrel. Throughout the length of production, one complete shot of parts are collected a minimum of every 4 hours depending on sampling plan and visually inspected for nonconformance including but not limited to ¿malformations, flash, short shots, or damage that would impair function¿, ¿holes or splits that may allow loss of sterility or permit leakage¿, and warpage. One complete shot of parts are also collected a minimum of every 4 hours to perform physical testing including leak testing and measurement of critical dimensions. (2) syringe assembly. A 32-piece sample is collected at startup and visually inspected and physically tested to verify components are within specification. Throughout the length of production, a 32-piece sample is collected and visually inspected at least once every hour to inspect for visual abnormalities including but not limited to ¿damaged product or components¿, flash, and incomplete or incorrect assembly of product. Throughout the length of production, depending upon the issue inspecting for, an 8- to 13-piece sample is collected at least every 2 hours to perform physical testing. Samples are collected at prescribed intervals and provided to the laboratory to be tested for volumetric testing. This is to validate syringes are within specification. All raw materials purchased and used in the manufacture of products are from approved suppliers only. It is also important to note that procedures and standard work instructions exist for the setup, operation, and maintenance of the molding, printers, and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports when the syringe was disconnected, the nursing assistant noticed that the tip was broken. No patient injury was reported.